Event description:
On 12/11/96, a 84 yr old male pt underwent a pacemaker implant with another MFR's lead. On 7/18/97, it was reported that the pt developed an infection at the pocket site. On 7/18/97, the physician elected to explant the pacemaker and capped off the lead. A new pacemaker from the co was implant with another MFR's lead. Complication was resolved.